Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, inappropriate shocks due to right ventricular lead noise were observed. The physician elected to explant and replace the lead and the patient was stable throughout.